Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Upon deployment of an aortic extender endoprosthesis, it unintentionally partially covered the right renal artery. Blood flow of the right renal artery was maintained, so additional treatment was not performed. The cause of the unintentional coverage of the right renal artery was not reported to gore.